Event description:
It was reported that during an in clinic check, the right ventricular (rv) lead was oversensing atrial activity that resulted in an inappropriate shock. It was noted that the rv lead had pulled back into the superior vena cava (svc). The rv lead was explanted and a new rv lead was implanted with no complications. The patient was stable.